Event description:
It was reported that the patient presented in the emergency room with symptoms of shortness of breath and dizziness. Interrogation of the pulse generator resulted in a software error message. The device was explanted and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Final analysis confirmed normal battery depletion.